Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure, there was a dissection. The physician was inserting the introducer into the femoral artery. The physician was able to penetrate into the vessel over the wire. The physician retracted the introducer and a dissection was noticed in the artery. The procedure was completed on the pt's other femoral artery. Pt is reported to be fine.